Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was implanted off-label which led to no benefit with the device used. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. Oral and IV antibiotics was administered as prophylaxis. The patient was not reimplanted.